Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient who was receiving extracorporeal membrane oxygenation underwent placement of an impella cp device for additional hemodynamic support. During a repositioning attempt, the impella device was inadvertently withdrawn into the aorta. The patient was returned to the cardiac catheterization laboratory, where the device was successfully advanced across the aortic valve; however, despite adjustment of performance levels, the pump generated minimal flow. The physician expressed concern for impaired device performance and possible thrombus formation and elected to remove the device and implant a new impella device. The patient also experienced oral and nasal bleeding, prompting adjustments to anticoagulation therapy. The patient was later successfully weaned from impella support.

Manufacturer narrative:
B5: added clinical review. Additional information: the following information was received: the device is not available for return.

Event description:
On (B)(6) 2025, a 73-year-old female presented to the emergency department with a chief complaint of chest pain and experienced a cardiac arrest while checking in. The patient was cannulated for venoarterial extracorporeal membrane oxygenation in the emergency department and subsequently transferred to the cardiac catheterization laboratory for coronary angiography and placement of an impella cardiac support device. Coronary angiography revealed a 100 percent occlusion of the left anterior descending coronary artery, which was treated per standard intervention. The impella cp device was implanted in conjunction with extracorporeal membrane oxygenation support. Late on (B)(6) 2025, during an attempt to reposition the device, the impella device was inadvertently withdrawn into the aorta. On (B)(6) 2025, the patient was returned to the cardiac catheterization laboratory for device repositioning. The impella cp device was successfully advanced across the aortic valve; however, despite adjustment of performance levels, minimal flow was observed, reported as less than 0.5 liters per minute. The physician expressed concern regarding device performance and the potential presence of thrombus and elected to remove the device and implant a new impella device. The patient suffered oral and nasal bleeding and anticoagulation was adapted. On (B)(6), the patient was successfully weaned and the impella cp was removed.

Manufacturer narrative:
Upon review, it was identified that b1 (is product problem) and d4 (UDI) were inadvertently omitted from the initial report and have now been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.